Manufacturer narrative:
During installation, problem of values which leads to intracranial pressure cannot be monitored. The product has not been returned to the manufacturer for investigation. A batch analysis was carried out and showed no problems during production. The risk is taken into account in the product risk management file and the ratio benefit risk remain positive.

Event description:
During installation of icp, problem of values.

Manufacturer narrative:
During installation, problem of values which leads to intracranial pressure cannot be monitored the product has been discarded.

Event description:
During installation of icp, problem of values.